Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, it all patients and orders were not crossing. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all patient and orders were not crossing. The technical support specialist (tss) checked the site down query and confirmed that no indication of technical disruption between the server and interface communication. Communication between the station and server had registered as uninterrupted. The tss then reach out to the integration engineer (ie) to investigate the care fusion coordination engine. The ie restarted the communication services on the enterprise server, and the interface notice had cleared from the database. Later the customer confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist verified the issue.

Event description:
It was reported that when using the bd pyxis¿ es server all patients and orders were not crossing. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.